Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer filled reservoir and a few hours later it was empty. Customer did not receive a low reservoir alert. Customer was not sure what happened to insulin and was not sure where it went customer's blood glucose was 29 mmol/l. Customer was not sure if traveling affected reservoir. During troubleshooting, it was found that drive support cap appeared normal. Insulin pump passed self-test and displacement test. After looking at reservoir carefully, it was found that there was crack between the two o-rings and customer was not aware of the leak. Reservoir would be replaced.